Event description:
It was reported that a stuck guidewire occurred. Advancing the wire was also not possible. The physician pulled harder on the non-boston scientific guidewire, and it became stuck in the catheter. This report reflects information received by FDA in the form of a notification per 803.22 (b)(2)".